Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that, after 14 months of support, the pt presented with symptoms of hemolysis and increased pump power. The pump reportedly stopped and the hospital staff was reportedly unable to restart the motor despite exchanging the pt's system controller. Tissue plasminogen activators (tpas) were administered and the pt remains stable. The hospital's plan was to sever the percutaneous lead, leaving the pump off. According to additional information provided to the manufacturer, the hospital severed the percutaneous lead just below the skin and irrigated the area with antibiotic solution. The skin was closed off and the pump remains off, implanted. The pt continues to be asymptomatic.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.